Event description:
It was reported that the cartridge was leaking from the septum. There was no adverse impact to the customer's blood glucose level. Customer reported that the leak eventually stopped and customer elected to load the cartridge onto the pump for insulin therapy.